Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a "ventilator inoperative" code was found in the ventilator's downloaded error log while being serviced at a third party service center. It was confirmed by the third party service center that there was ventilator inoperative codes in the event log. The software was reloaded to address the issue.